Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient got an MRI on (B)(6) 2018 because the patient had a little infection and they cleaned it and wanted to check that nothing was in the brain. It was reported the infection was on the head by where the leads were on the right side by the ear. It was reported it was not where they drilled the holes but the patient had a scratch there since 2014. It was reported the infection was confirmed but the caller did not know the strain. It was reported the patient received oral antibiotics and later IV antibiotics for 2 weeks when the scratch was not getting better. The patient mentioned he had this scratch 4 years prior and they did not find anything. They tried growing a culture an nothing grew. No further complications were reported or anticipated.